Event description:
While using the da vinci robot for a scheduled laparoscopic hysterectomy case, the surgeon was experiencing trouble with the laparoscopic scissors. After replacing the scissors three times, it was determined by the da vinci technician, that the scissors were not faulty. He recommended replacing the drape that incorporated a plastic adaptor plate between the instrument and the robotic arm controlling the instrument. When the drape was replaced, the instrument performed as designed.